Manufacturer narrative:
Corrections in a2, b5, d4: UDI number, and h5. Additional information in h6: component, investigation type, findings, and conclusions. Inspection: product was not returned and photos were not provided. Device evaluation unable to be completed. Potential root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to off-axis forces applied during use. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimvie¿s control. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that during an arthrodesis c3-c4, one of the retractor pins broke cleanly and a piece remained in the patient's vertebra. There is an increased risk of infection because part of the material (screw thread 1cm) remained in the patient. The procedure was interrupted (there was a surgical delay). Post-operatively, the device fragment caused significant artifacts making an MRI of the cervical spineuninterpretable.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during an arthrodesis c3-c4, one of the retractor pins broke cleanly and a piece remained in the patient's vertebra. There is an increased risk of infection because part of the material (screw thread 1cm) remained in the patient. The procedure was interrupted (there was a surgical delay).